Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter reads inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2013. On an unknown date/time, the patient reportedly obtained unspecified blood glucose readings ¿over 200mg/dl¿ within 20 minutes of each other. The patient manages her diabetes with insulin pump therapy and in response to the alleged meter issue the patient reportedly administered her novolog insulin (sliding scale; dosage not specified) at an unclear date/time later. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed a ¿low blood glucose seizure¿ a few days later. The emergency medical services (ems)was contacted (date/time unknown); the patient allegedly obtained a reading in the 200¿s with the subject meter, but a ¿27mg/dl¿ with the ems¿s meter; and she was reportedly administered a glucagon injection as treatment by the health care professional an unknown time later. At the time of troubleshooting, the csr noted the patient did not have the subject meter or the test strips with her; the patient reportedly had already sent the subject products back to lfs sometime ago after receiving her replacement products from lfs. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
(Serial #) information was not provided. Test strip lot #: not provided.